Manufacturer narrative:
(B)(4). Date sent: 6/12/2026. B3: unknown; captured as awareness date. D4 batch#: y70564. Additional information was obtained: the blade was broken inside the body and fallen off. The damaged fragments were retrieved by forceps. The damaged fragments were packed with the main body in a small biohazard bag individually. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip broken off and 2 pieces returned. Additionally, the tissue pad was damaged and 100% present. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the energy system to display an alert screen is blade damage. The device was disassembled to verify the condition of the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch: y70564, and no non-conformance's were identified.

Event description:
It was reported that, during a laparoscopic splenectomy, the blade was broken after the adhesion detachment in the early stages of surgery. No errors occurred before or after the break. Only hem-o-lok clip was used, and no metal clip was used. When the damaged fragments were fitted to the main body, the blade could be recreated, judging no remaining fragments inside the body. Postoperative x-rays showed no problems. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.